Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise, oversensing, multiple inappropriate shocks, and shock impedance measurements of greater than 200 ohms. The device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) recommended evaluating the lead system integrity. No adverse patient effects were reported. The device remains in service. Additional information was received which noted the device also exhibited right atrial (ra) impedance measurements of greater than 2000 ohms. The device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise, oversensing, multiple inappropriate shocks, and shock impedance measurements of greater than 200 ohms. The device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) recommended evaluating the lead system integrity. No adverse patient effects were reported. The device remains in service. Additional information was received which noted the device also exhibited right atrial (ra) impedance measurements of greater than 2000 ohms. The device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise, oversensing, multiple inappropriate shocks, and shock impedance measurements of greater than 200 ohms. The device recorded a code 1005, indicating an open circuit was detected during shock delivery. Technical services (ts) recommended evaluating the lead system integrity. No adverse patient effects were reported. The device remains in service.